Event description:
It was reported that during a da vinci cystectomy procedure, a broken wire was identified on the megasuturecut needledriver instrument. There was no report of any fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's grip cable to be broken. One grip close cable was broken at the distal idlers. The idler pulley spun freely and did not exhibit any damage. The cable segment was observed to be sticking out at the wrist of the instrument which measured approximately .050. The cable broke under tensile loading. The other cables at the wrist of the instrument were undamaged. The cable wear on pulleys combined with high grasping force and large fleet angle between the proximal and distal pulleys likely contributed to breakage. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the broken cable if to recur could cause or contribute to an adverse event.